Manufacturer narrative:
The reported event was confirmed cause unknown. Three photos were received. The first one shows an overview of the three-way catheter, the second photo zooms into the catheter balloon and tip and the third photo shows the catheter tip and lot number. It was also received one 3 way all silicone foley catheter. The catheter was balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) concentricity was found within specification. Catheter rested with no leaks. The inhouse syringe was connected, and it was able to return the solution in one minute and 33 secs. Cuffing was evidenced. This is out of specification, which states "balloon must not cuff after deflation. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect balloon design (balloon wall thickness excessive). However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "directions for use 1. Method of use 1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. 2) lubricate the catheter shaft with the lubricant jelly. 3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck. 5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was removed, the fixed water was removed, but when the catheter itself was removed, there was a feeling of resistance, so after refilling the fixed water and draining the water, it was successfully removed. They want to know what kind of resistance there was when it was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was removed, the fixed water was removed, but when the catheter itself was removed, there was a feeling of resistance, so after refilling the fixed water and draining the water, it was successfully removed. They want to know what kind of resistance there was when it was removed.